Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found. The proximal conductor was kinked/buckled and there was a breach due to a cut on the outer insulation. Visual analysis noted apparent explant damage. (B)(4).

Event description:
It was later reported that the lead had dislodged, which was confirmed via x-ray, and also had high threshold. The lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial lead was possibly fractured. The lead had high pacing impedance, no capture and poor sensing. The lead remains in use. No patient complications have been reported as a result of this event.